Event description:
Boston scientific received information that this implantable pacemaker had a previous remaining longevity of 6 months. However, during a recent device check, the device had a year of remaining longevity. The patient was 100% paced and the field representative had known no changes in the device programming. Boston scientific technical services (ts) discussed about current bins and how calculation can change. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Additional information was received indicating that this implantable pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.